Event description:
Severe hypoglycemia in pt with type 1 diabetes using a minimed paradigm insulin pump, while in tennis camp. Pt is a competitive athlete - soccer - who had never experienced a severe hypoglycemic event prior to the reported occurrence. Pt became somewhat confused and disoriented with subsequent loss of consciousness requiring intervention by fire rescue. Was taken to ER where he was treated with glucose infusion by vein. Recorded fingerstick glucose at the time less than 30 mg/dl. Of note is that during the time of the event, the pt had been using the medtronic filot 8fl quick-set infusion sets, which in 2009 were recalled by the company. The reason for the recall is detailed as follows: "we took this action because of a situation related to the tubing connector. We estimate that approximately 2% of the infusion sets - which represents approximately 60,000 infusion sets out of an estimated 3 million infusion sets currently with customers - may not allow the insulin pump to vent properly. Venting is necessary to equalize the pressure in the reservoir compartment with the surrounding atmosphere. If the vent does not work properly, this could potentially result in too much or too little insulin being delivered and may lead to serious injury or death." Route: sq. Dates of use: several weeks. Diagnosis or reason for use: type 1 diabetes management via insulin pump.